Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, lead noise and low impedance was observed on the lead. Lead was capped and a new lead was implanted on (B)(6) 2016. Lead measurements were normal. Patient was stable.